Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision surgery was planned but later cancelled. The reasons for both the planned revision and its cancellation were not disclosed.